Manufacturer narrative:
Medical devices: a2dr01 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited high impedance, causing a polarity switch to occur. The lead remains in use. No patient complications have been reported as a result of this event.